Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed because, approximately 7 months post-procedure, the implanted clip detached from the one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Mitral regurgitation increased to 4 and a chordal rupture was noted. It was reported that the mitraclip procedure was performed on (B)(6) 2015 to treat degenerative mitral regurgitation (mr) with a grade of 4 and a leaflet fail. One clip (50112u152) was successfully implanted with optimal mr reduction to 1. On (B)(6) 2015, the patient presented to the hospital decompensated. It was found that the clip had detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 4 and a chordal rupture was seen on the p1/p2 segment with a flail present. The patient was confirmed to be clinically stable and is currently in the hospital to discuss further treatment options; however, no intervention has yet been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.